Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had blood glucose (bg) values reached 500 mg/dl, while on a plane. For treatment, a doctor attended to her that was on the plane with the patient. When the plane landed, the patient was given insulin and water by the paramedics. The patient was feeling cathartic. The pod was worn between 1 and 4 hours on the abdomen.